Event description:
It was reported that the voyager rx was delivered for pre-dilatation; however, it ruptured at the second inflation at 12 atm. No pt effects were reported.

Manufacturer narrative:
(B)(4). Eval summary: balloon ruptures can occur as a result of a mfg deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of mfg, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. The product was not returned for analysis and may have assisted in the eval. The anatomical conditions reported mild tortuosity and mild calcification with 75% stenosis, which could have contributed to the reported balloon rupture. Additionally, the balloon ruptured during the second inflation. In this case it appears that the balloon may have interacted with the anatomy and subsequently contributed to the balloon rupture. The reported rupture appears to be related to the circumstance of the procedure. Product performance engineering will monitor the incident circumstances.